Event description:
A 12 cm piece of the epidural catheter broke off during removal, and remains in the pt, in the subcutaneous tissue of the back in the midline passing between the l3 and l4 spinous processes, and entering the spinal canal, where it is coiled somewhat at the l3 level.